Event description:
Star total ankle replacement sliding core mobile bearing was exchanged to correct implant dislocation.

Manufacturer narrative:
Visual examination confirms no significant wear on the sliding core mobile bearing. No root cause of dislocation has been identified. There were no deviations reported in the DHR for (B)(4), lot no. 1315097. All parts were released within specs.